Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient states no suction. Rep did a ts the unit pulled in 750 ml without the wick and 680 with a wick failing the ts. Used with flex wicks. No additional information provided. Troubleshooting did not resolve the issue.

Event description:
It was reported that the patient states no suction. Representative did troubleshoot. The unit pulled in 750 ml without the wick and 680 with a wick, failing the troubleshooting. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The initial reporter's zip code:(B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results no additional action is required at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.